Event description:
It was reported that the customer went to the emergency room due to experiencing a high blood glucose (bg) level of 700 mg/dl and diabetic ketoacidosis. The customer was treated with intravenous saline and insulin, and was released from the ER 10 hours later with no permanent damage. The cause of the reported issue was unknown. There was no pump or supply issues identified during troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.